Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ate too much which resulted in a blood glucose (bg) level of 469 mg/dl and the customer delivered a correction bolus. The bg dropped to 60 mg/dl. The customer reported a use error as the amount of the bolus was estimated (a little too much delivered). To address the low bg, the customer consumed glucose tablets and the current bg was 100 mg/dl.